Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next one meter was tested with the in-house contour next test strips from lot # 8epeb51a, which gave satisfactory performance.

Event description:
At 1:37 p.m., the customer obtained a blood glucose reading of 187 mg/dl on a contour next one meter. At 1:38 p.m., upon repeat testing, a reading of 97 mg/dl was obtained on a different meter. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.